Event description:
(B)(4). Headache every morning since essure was implanted. Continuous cramping all month (worse around the start of cycle) my cycle lasts 2 weeks with heavy bleeding and blood clots, loss of libido all together, feeling movement of essure implant, cyst on my ovaries, metal allergies worsen, anxiety attacks, and bloating .